Event description:
It was reported that the patient's right hip was revised due to stem subsidence and non-displaced calcar fracture. An accolade ii stem, head and liner were revised to a restoration modular stem construct with a new head and liner. There are no allegations against the revised head or liner. Rep confirmed that no further information will be released by the hospital or surgeon.